Manufacturer narrative:
(B)(4). Premature sled movement. The device (a) was received for analysis with no visual non-conformances and with two (B)(4) cartridge reloads present. The cartridge reloads were received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reloads were tested for functionality in the articulated position by resetting and reloading them into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that one ec60a device (b) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device performed properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # j5g09j, (mfg date 3/23/2012; exp date 2/23/2017).

Event description:
It was reported that during lap appendectomy the device did not staple at all and there were noises during closing. No further information is available. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the following information was requested, but unavailable: did the device cut but no staples were deployed? On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?